Event description:
1. Device model is 7303, device ID prl107688h. 2. The info contained on the maude report is the source document for the reported event. Follow up with the user facility indicates the device remains implanted and in use. Additional follow-up with the co's field support staff indicates there have been no further reports of oversensing or inappropriate therapy since the pacemaker revision. 3. Since the device has not been removed from service and returned for analysis no conclusion can be drawn as to the causal relationship of the event. Implant guidelines for lead insertion into the device header instruct the implanting physician to confirm adequate lead contact within the header. It should be noted that the implanting physician for this event and report number 3600110000-2005-0003 are the same. Follow-up with medtronic field support for this account indicates the physician and staff have received further training on proper lead insertion and confirmation of same.

Event description:
Patient complained of device discharge x 6. At dr follow up. During device interrogation. Shock was found to be inapproriate. During implant device interrogation revealed normal thresholds and impedance. Set screw malfunction noted. Pacemaker check followed by pacemaker revision.